Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypolycemia. The blood glucose level was at the time of event and the patient got treated with carbohydrates no further information was available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: the united states.